Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample that was tested on with different instruments. The customer used cobas 6000 e 601 module serial number (B)(4). Controls were within specification for all tests. The field service representative changed the ft3 reagent cassette, ran a new calibration, and ran controls for all three assays. The patient sample was then repeated on (B)(6) 2016. Refer to the attachment to the medwatch for all patient data. This medwatch is for the elecsys ft3 iii assay. Refer to the medwatches with patient identifiers (B)(6) for the other assays involved. The results were reported to the physician. The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor was found to be present in the sample. Product labeling documents this interference with the assay.